Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photograph(s) for the device related to the reported event of double capsule and capsular contracture was reviewed on 19-july-21. The photograph(s) received of the device is unable to undergo visual analysis due to the quality of the photo or the view of the device in which the photo was taken. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The reported events of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Physician reported double capsule and capsular contracture - baker grade iii-IV. The device was explanted. Right side.